Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2009, product type: catheter. Analysis of the pump revealed a pump motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to gear-pinion. The returned pump was interrogated and as per the logs the following medications were noted as having been administered: morphine with concentration 20 mg/ml at dose rate of 10.298 mg/day and bupivacaine with concentration 5.0 mg/ml at a dose rate of 2.5745 mg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was initially returned from an unknown source with an indication of (B)(6) 1937 (patient¿s date of birth) to 2017-dec-12 (date not otherwise specified). The indication for use regarding the pump was non-malignant pain. The drug(s) administered via the pump including drug concentration(s) and dose rate(s) were unspecified. No patient symptom was reported. No further information was provided. On 2019-mar-08, a healthcare provider reported that the death was not related to the patient¿s device. It was noted as having been unknown when the death was observed, reason for device return, if an autopsy was done, cause of death, symptoms, relevant history, and patient¿s weight. No further patient complications have been reported as a result of this event.